Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure a trivial to small baseline pe was noted surrounding the right atrium. A watchman access system was positioned and a 24mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed and recaptured after release criteria was not met. After recapture the patient's blood pressure dropped and an effusion sweep was performed. There was no change in the baseline pe. The wds was re-deployed and release criteria was met. The closure device was released, and an effusion sweep was performed revealing the baseline pe had grown. A pericardiocentesis was performed and a drain was placed. The patient remained stable throughout and is expected to make a full recovery.